Event description:
It was reported that on (B)(6) 2013 two procedures for acute cardiac event (ace) were performed where a 2.75 x 08 mm and 2.75 x 15 mm xience primes were implanted. Patient was discharged with the following medications: kardegic, ticagrelor, kredex, tahor, coversyl, and inexium. On (B)(6) 2013, the patient experienced an allergic reaction consisting of skin urticaria on the chest, abdomen, back, shoulder, and left elbow. The patient also was hot and had difficulty breathing. The patient received the following treatment at the emergency unit: paracetamol, nicardipine, hydroxyzine and niacon. The patient was also treated with virlix for one month and her allergic reaction stopped. Cardiac treatment was continued without any new allergic reaction episodes. On (B)(6) 2013, the patient was tested with bactrim, visipaque, heparin, risordan, and lovenox. All test were negative. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience prime referenced is being filed under a separate manufacturing report number.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of hypersensitivity is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.